Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) indicating that the lead was replaced because the patient was not getting adequate coverage to their lower back. The lead replacement resolved the issue. It was noted that the device was disposed of and would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
The main component of the device other applicable components are: product ID: 3888-28, lot# l40610, implanted: (B)(6) 1997, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a nuerostimualtor for non-malignant pain and chronic low back pain. It was reported that patient had a lead replacement. No patient symptoms were reported. No further complications were reported as a result of this event.